Event description:
It was reported that pump did not detect cartridge during use, and no additional event details or blood glucose information were provided. There was no reported impact to the customer¿s blood glucose level. Customer later chose not to return pump, and no further investigation or corrective action was documented, with no additional information received regarding the outcome of the event.